Event description:
It was reported that during hospitalization for syncope the patient's implantable pulse generator (ipg) device was checked and a single episode of high atrial threshold was observed one month prior. The right atrial (ra) lead tested fine at the time of the check. No other indications of a product performance issue were observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (B)(6) 2013; 1346t competitor implantable pacing lead